Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury previously. Device issue: balloon rupture. It was reported that the lesion had mild tortuosity, mild calcification and a 99% stenosis. Pre-dilatation was performed using the 2.0 x 15 mm voyager rx balloon catheter, but the balloon ruptured at 6 atms when inflated for the first time. Thus, the lesion was further dilated with another company's 2.0 x 15 mm balloon catheter at 10 atm and minivision stents were implanted. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4). Results and conclusion summation - balloon ruptures can be affected by balloon damage during mfg, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. If the balloon experiences mechanical damage during the procedure, this may cause the balloon material to weaken and rupture during an attempt to inflate. Possibly the balloon material was damaged, scratched during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation. A definitive cause for the reported balloon rupture cannot be determined, but there is no indication of a product quality deficiency.